Event description:
According to the reporter, the device powers up by itself, goes into a self-test routine and then illuminates the svc light. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed fault codes logged into device memory related to device power-up and boot-up routines. Physio replaced the system controller pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.